Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking measuring approximately 0.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 300cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. On (B)(6) 2020, the patient noticed the deflation. The patient had a consultation, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.